Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.

Event description:
It was reported that post a spinal procedure at l4-l5, the patient was still experiencing leg pain. The revision surgery was performed four day post op. It was suspected that the pain may be caused by interbody placement and/or screw placement at right side l4. Reportedly the patient is doing well post the revision surgery.